Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06558; 2017865-2019-06561. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was cardiorespiratory failure, end stage renal disease, and congestive heart failure.

Manufacturer narrative:
The reported field event of unknown cause of death was not confirmed in the laboratory. As received, a partial lead was returned in one piece of the connector portion measuring 17.5 cm. Visual and x-ray examination indicated that the cut end of the lead was consistent with procedural damage. There were no conductor fractures or internal shorts. No other anomalies were found.